Event description:
Customer reported the insulin pump alarmed motor error while customer was attempting to rewind the device. Customer's blood glucose was 173 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer stated he works in an office where there was a big magnetic field, when asked if the device was exposed to an MRI or magnetic field. Customer also stated she was able to clear the alarm, then it alarmed no delivery, attempted to rewind the device and it alarmed motor error again. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.